Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported to baxter (B)(4) a colleague infusion pump with a failure code 814:04. This condition had the potential to interrupt delivery. This event during biomed testing. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92.